Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. Chest x-ray was performed and revealed the lead was twisted. The lead was capped and replaced. The patient was in stable condition.